Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was evaluated and replaced. The 5 vdc power supply was also calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up, exhibited an error and appeared to continue to expose without any production or emission of x-ray. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the customer reported the unit was giving a "generator error" and after rebooting the unit would not stop fluoroing and had to be completely shut down; there was also a gash in the cable. The fse the actual situation was the system showed a communication error but did not produce x-rays and determined the cause of the problem to be due to a torn hv cable (and possibly exacerbated by slightly low voltage, which was still within specifications, at the ps1 power supply for the generator). The fse replaced the hv cable, adjusted the power supply, and verified system functionality. The high voltage (hv) cable is a complex wiring assembly that contains many conductors, including the thick, highly insulated positive and negative cables that carry high voltage from the high voltage tank to the x-ray tube. Failure of the hv cable can cause communication errors. Replacing the hv cable resolves this issue. This complaint does not represent a malfunction because the system was manufactured more than seven years ago and components wear out over time.